Event description:
On (B)(4) 2010, the baxter field corrective action (fca) associate contacted the customer to follow-up on the urgent product recall letter dated january 12, 2010. During the call, the home patient (hp) reported that they have had overfill issues and they have had a tense abdomen. The hp stated that they had about an 800milliliter (ml) fill inside, but was now down to about 200ml inside. Product surveillance followed-up with the registered nurse (rn) on (B)(4) 2010. The rn stated that the patient's house had burned down. The rn then spoke with the peritoneal dialysis (pd) rn about the patient and stated that the patient was no longer on the cycler, because the cycler was not pulling the fluid off. Product surveillance obtained additional information from global pharmacovigilance (gpv) on (B)(4) 2010. Gpv received the following information from the nurse: in (B)(6) 2009, the patient was having problems with the cycler not removing the fluid and having a negative ultrafiltration (uf) on most days. The cycler was replaced in (B)(6) 2009, but the patient continued to have the same problem. The hp had excess fibrin in (B)(6) 2010 and heparin was added to the fill bags, but this had no affect on the uf. The solution strength was increased, and the hp had to do mid-day exchanges two times to remove excess fluid. The hp changed to continuous ambulatory peritoneal dialysis (capd) in (B)(6) 2010 (and the hp was having edema twice). The patient's last visit was in (B)(6) 2010 and the hp had no edema. Product surveillance spoke with the pd rn on (B)(4) 2010. The pd rn stated that the hp now does 5 manual exchanges and all the symptoms mentioned were from when the hp was performing automated peritoneal dialysis (apd). When the hp was on apd, he had a fill volume of 2500ml, a total fill of 15000ml, had 6 cycles, and was not on tidal therapy. The pd rn stated that the hp did not have any drain volumes greater than 4000ml reported and the largest reported drain volume was 2500ml in the initial drain. The pd rn had no reason to believe that the symptoms were due to the cycler. All settings were reviewed and no problems were found. The hp is now performing capd and currently has peritonitis. The patient started treatment at home on (B)(6) 2010 with antibiotics and came into the clinic on (B)(6) 2010. The patient's condition of peritonitis is ongoing and improved. The nurse's opinion for the cause of the peritonitis is touch contamination: the patient had fibrin in the catheter and used a syringe to pull the fibrin out. The patient then accidently reused the syringe to pull fibrin out of the catheter. In the nurses opinion the peritonitis was not related to any baxter drug or device.

Manufacturer narrative:
(B)(4). Device not returned - no evaluation will be performed.